Event description:
It was reported that the patient presented for a scheduled implant procedure on (B)(6) 2025. The next day, during the post-operative follow-up, it was discovered the atrial lead was inappropriately capturing the right ventricle. The newly placed right atrial (ra) lead was found dislodged. Chest x-ray was performed and confirmed ra lead dislodgement. The patient was brought back to the procedure room, and the ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.